Manufacturer narrative:
The product was returned for investigation. Alleged failure: megan was changing the bag of fluids and the white battery casing broke apart and a brown fluid like substance leaked out causing irritation to her skin. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be fluid ingress due to a bent insertion spike during set up. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the nurse had a superficial skin irritation from the fluid leaking out of the battery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the nurse had a superficial skin irritation from the fluid leaking out of the battery.